Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio2: 4.3; lab: 2.7. Date: (B)(6) 2010; inratio2: 3.1. Target range on meter is between 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.